Event description:
Information was received that while a smiths medical cadd administration set was in use, patient returned with pump showing zero residual volume; yet over 50 cc still remained. The pump was programmed to deliver etoposide, doxorubicin, vincristine for a total volume of 550 cc, at 23 cc hour for 24 hours. No patient injury resulted.

Manufacturer narrative:
All possible smiths medical extension sets and smiths medical administration sets reported: catalog numbers: 21-7359 & 21-7395, lot numbers: 3840941 & 3808534.